Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual inspection revealed damage to the teeth and overlapping of the bands. The slack had been taken up, and the trip wire was properly secured to the post. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Damage to the teeth was observed during inspection. The marks on the ligator housing suggest that the device may have been subjected to excessive force, which could have caused the damage. Alternatively, the issue might be related to the technique used by the physician when inserting the device into the patient, potentially leading to tooth damage and affecting the handle's functionality during band deployment. Overlapping of the bands was observed during inspection. This issue may be related to the physician's technique or the way the device was handled during band deployment using the handle. It is possible that the device's placement or anatomical tortuosity during the procedure affected the handle's functionality. Additionally, depending on the method used to grasp the varix or polyp with the ligator unit, the suture may have shifted due to procedural movement, resulting in improper band deployment and overlap. There is also a possibility that an attempt to release the band from the suture was made, and the observed damage to the teeth may have contributed to the deployment issue. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, they attempted to place additional band but it would not deploy from device or cap. The device was changed, but there was no information as to what device was used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, they attempted to place additional band but it would not deploy from device or cap. The device was changed, but there was no information as to what device was used. There were no patient complications reported as a result of this event.